Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.